Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine and bupivacaine, dose and concentration not reported via an implantable pump. On (B)(6) 2020 it was reported that the patient let their pump run empty because they could not make the trips anymore for refills and also the pump was not helping the patient. The reporter stated that the pump at first seemed to help the patient but each time the patient would get refills it seemed like the pump would not help the patient so they just let the pump run out of medication. Per the reporter, the alarm was going off every 8-10 minutes and they were wondering if they could shut the alarm off with the patient¿s ptm (personal therapy manager). No further complications were reported regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 06-feb-2020 from a healthcare professional via a company representative who reported that the patient¿s pump was empty, and they were wondering how to silence the empty pump alarm. The patient did not want their pump to be filled back up again. Permanently stopping the pump was being considered. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2020 from a healthcare professional who reported that the device was left in place empty of medicine and the rate was set at the lowest setting. No further complications were reported/anticipated.